Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was duplicated and attributed to the main board. The customer declined repairs; therefore, the device was scrapped at zoll medical canada. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed critical error log entries. Complainant did not indicate that there was any patient involvement in the reported malfunction.